Event description:
Country of complaint: united states. Complaint states: surgeon reported instrument was not holding properly and slipping off tissue. He made another attempt and the jaws of the prestige grasper fell off into the pt and was retrieved. Rep looked at the instrument w/guidance from ats and identified the jaws and the right and left spacers, both of which were intact in the instrument. The silicone piece was not present. Surgeon was comfortable that no metal was left in the pt and returned to the room to close. Incident occurred in surgery. Surgery was delayed by 1/2 hour. Additional intervention was needed by retrieving the jaw portions of the prestige grasper

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.